Manufacturer narrative:
PMA/510(k) # p100022/s001. From the complaint information provided, it is known that 4 restenosis events, involving 4 zilver ptx stents occurred. This investigation addresses ziv6-35-125-6.0-120-ptx of lot number c778921. The ziv6-35-125-6.0-120-ptx of lot number c778921 was implanted in the patient and is therefore unavailable for evaluation. With the information provided a document based investigation was carried out. According to the initial reporter, there is no imaging available to support this investigation. According to the information provided, restenosis was confirmed at the lesion where the device was placed. Then pta was performed. The patient condition improved. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. It can be noted that worsened claudication and rest pain were observed on the patient. Worsened claudication indicates progression of peripheral artery disease and can also be associated with the restenosis process. Restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to (or amplifies) the restenosis process. It may be noted that the surface of the zilver ptx stent is coated with the drug (paclitaxel) to help prevent subsequent restenosis of the artery. It can be therefore stated that it is very unlikely that the reported restenosis could have occurred due to zilver ptx malfunction; however as no imaging was available, a definitive root cause of this event cannot be determined. It may be noted that as per the package insert, restenosis of the stented artery and worsened claudication/rest pain are known potential adverse events associated with the placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has occurred previously with the lot number c778921. However, based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with this lot number. According to the information provided, restenosis was confirmed at the lesion where the device was placed. Then pta was performed. The patient condition improved. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
On (B)(6) 2012 - 4 ptx stents were placed in the left sfa of a female patient. Ziv6-35-125-6.0-120-ptx c778921, ziv6-35-125-6.0-120-ptx c779529, ziv6-35-125-6.0-120-ptx c779529, ziv6-35-125-6.0-60-ptx c777740. On (B)(6) 2016 - 100% restenosis in stented lesion was confirmed. Worsened claudication and rest pein were observed on the patient. On (B)(6) 2016 - pta was performed against this stenosis. On (B)(6) 2016 - the condition of the patient was improved. As 4 stents are suspected to be involved in this event a separate report has been submitted for each suspect device. Reference also reports # 3001845648-2017-00019, 3001845648-2017-00020 and 3001845648-2017-00021.

Manufacturer narrative:
PMA/510(k) # p100022/s001. From the complaint information provided, it is known that 4 restenosis events, involving 4 zilver ptx stents occurred. This investigation addresses ziv6-35-125-6.0-120-ptx of lot number c778921. The ziv6-35-125-6.0-120-ptx of lot number c778921 was implanted in the patient and is therefore unavailable for evaluation. With the information provided a document based investigation was carried out. Images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer: findings: angiography from a secondary intervention is provided. The secondary intervention began with c02 angiography of the left common and external iliac arteries. The angiography demonstrated at least moderate stenosis however its quality was insufficient to provide quantitative measurements of the residual lumen. The segment was subsequently treated with angioplasty and stenting. Angiography of the left leg was then performed. Stents had been implanted from the mid cfa through the distal sfa. At least 9 stents with four markers on each end were present. The majority of the segment was lined by at least two and sometimes three stent layers. A stent without markers may have also been present just inferior the adductor canal. A metallic fragment consistent with a wire fragment trapped between stents was present in this location. Despite considerable effort, determination of which stents represented the complaint stents was not possible. The entire segment was occluded except for the cfa stented segment which was patent into the jailed profunda femoral artery origin. The stents were recanalized with an unknown device although it had an appearance most consistent with a laser. The stents were then treated with angioplasty. This revealed residual diffuse, up to 67% stenosis, through the distal stented segment. Post intervention angiography of the proximal and mid stented segment was not provided. Runoff was limited to the anterior tibial artery. On the final angiogram the anterior tibial artery was occluded in the distal calf. The foot was perfused through collaterals to the tarsal arteries. Whether the anterior tibial artery occlusion was chronic or acutely occluded during the sfa intervention cannot be determined. The lack of imaging demonstrating treatment of the occlusion suggests it was chronic. Impression: the stented segment was occluded primarily with neointimal hyperplasia. Occlusion of the complaint stents cannot be confirmed as at least nine and possibly ten stents were present. Whether the complaint stents were on the inside or the outside of the other five stents cannot be determined. Patency of the stented segment was challenged by the length of the stented segment, inflow limitation requiring stenting, and severely limited runoff. Significant findings relative to the patient's anatomy were not observed. Significant findings relative to the disease state were observed. Inflow and outflow were limited. Significant findings relative to the use of the device were not observed. Significant findings relative to the design or performance of the device were not observed. Cause of adverse events was not observed. According to the information provided, restenosis was confirmed at the lesion where the device was placed. Then pta was performed. The patient condition improved. Based on the imaging review this customer complaint can be confirmed, as the stented segment was occluded primarily with neointimal hyperplasia. It may be noted that the entire segment was occluded except for the cfa stented segment which was patent into the jailed profunda femoral artery origin. At least 9 to 10 stents were present in this area, and the determination of which stents represented the complaint stents was not possible. Therefore occlusion of the complaint stents cannot be definitively confirmed, however it is confirmed based on customer testimony. It can be noted that worsened claudication and rest pain were observed on the patient. Worsened claudication indicates progression of peripheral artery disease and can also be associated with the restenosis process. As per the imaging review, stent patency was challenged by the length of the stented segment, inflow limitation requiring stenting and severely limited runoff. Restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to (or amplifies) the restenosis process. It may be noted that the surface of the zilver ptx stent is coated with the drug (paclitaxel) to help prevent subsequent restenosis of the artery. It can be therefore stated that it is very unlikely that the reported restenosis could have occurred due to zilver ptx malfunction; however a definitive root cause of this event cannot be determined. It may be noted that as per the package insert, restenosis of the stented artery and worsened claudication/rest pain are known potential adverse events associated with the placement of this device. It may be noted that a query was sent regarding the metallic fragment consistent with a wire fragment trapped between stents present, to confirm this was not a broken or fractured stent. The following response was provided from the independent reviewer: "it was too dense, linear, and long to represent a stent. " prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has occurred previously with the lot number c778921. However, based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with this lot number. According to the information provided, restenosis was confirmed at the lesion where the device was placed. Then pta was performed. The patient condition improved. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up MDR is being submitted due to the receipt and review of images relating to this event. Initial report details: on (B)(6) 2012 - 4 ptx stents were placed in the left sfa of a female patient. Ziv6-35-125-6.0-120-ptx c778921, ziv6-35-125-6.0-120-ptx c779529, ziv6-35-125-6.0-120-ptx c779529, ziv6-35-125-6.0-60-ptx c777740. On (B)(6) 2016 - 100% restenosis in stented lesion was confirmed. Worsened claudication and rest pien were observed on the patient. On (B)(6) 2016 - pta was performed against this stenosis. On (B)(6) 2016 - the condition of the patient was improved. As 4 stents are suspected to be involved in this event a separate report has been submitted for each suspect device. Reference also reports # 3001845648-2017-00019, 3001845648-2017-00020 and 3001845648-2017-00021. .